Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event occurred on an unknown date in 2013. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. G4: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6)2023, an unconfirmed event was found by the sales rep in the promotional case report. 10 years ago, the patient in question experienced pain in the lower back after suffering a vertebral fracture. X-rays showed deformity healing after vertebral fracture, and the angle of the thoracic-lumbar junction at various sites were measured. From these figures, it was observed that compensatory action was occurring in the pelvis to maintain a standing position. Therefore, on an unknown date, the patient underwent a pedicle subtraction osteotomy, and lateral corrective fixation was done on t9 to pelvis. During the procedure, the surgeon inserted a screw, and after confirming the proper position, injected 1.0 cc of cement into the t9 vertebral body. After the vertebral body replacement and extreme lateral interbody fusion procedure, a small amount of cement was found to have leaked out of the vertebral body from the right side. No symptoms associated with the cement leakage were observed, and the patient was followed up. One year after surgery, clinical symptoms have improved, and the patient has progressed without pjk (proximal junctional kyphosis) or mechanical complications, indicating that the treatment with the cement and screw at the proximal end of the fixation was successful. No further information is available. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).